Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "in the picture, you'll see where the needle came off of the device when the button was pushed for retracting the needle. If you need additional information."

Manufacturer narrative:
The following are the changes: f.10 device codes: 1354 / 2944 /1069 / 2979.

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter. "Needle came off of the device when the button was pushed for retracting the needle."

Manufacturer narrative:
H.6. Investigation summary: the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that a needle retraction failure occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "in the picture, you'll see where the needle came off of the device when the button was pushed for retracting the needle. If you need additional information."